Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information. Expiration date was reported in error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. Device history record was reviewed and no discrepancies were found. A previous investigation concluded that the reported event was due to design deficiency. This instrument was manufactured prior to the design modification if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tasp was fractured during the poly trial. All the fractured pieces were removed from the patient.

Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends